Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported reset was confirmed and determined to be a por during hv charging. The cause of the por was due to an anomalous component within the hybrid assembly.

Event description:
It was reported that the patient presented to the clinic with a device in backup vvi mode with no hv therapy available. Low battery voltage was recorded during charging which caused the reset mode. The device was explanted and replaced.